Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that the lead appeared damaged at implant.

Event description:
It was reported that during an attempted implant, the physician visually inspected the lead and noted an "insulation compromise" on the proximal end of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.